Manufacturer narrative:
One cadd legacy plus pump for a "constant beeping after start-up" complaint. It was returned in good condition. The moment the device was powered up the device started double beeping. To resolve the issue it's recommended to replace the downstream sensor.

Manufacturer narrative:
Additional information was received indicating the date of the event was (B)(6) 2019 and that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a constant alarm after startup and would not stop. No adverse effects were reported.